Event description:
The customer reported that during a procedure to remove an abdominal tumor, the device jaws were not able to be re-opened. The surgeon stated that too much tissue in the jaws caused the incident. The device jaws were removed from the tissue by resecting the tissue directly adjacent to the jaws. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow up report will be submitted.